Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after and implant duration of approximately 2 years due to regurgitation. Per follow-up with the health-care provider, the explant was patient related and not related to any device malfunction. Based on the operative report, in (B)(6) 2011, the patient had strep viridians endocarditis with vegetation on the aortic valve that was managed conservatively with excellent result and she has returned to baseline activity and echo, at that time, had revealed no significant aortic valve insufficiency. However, in the last many months, she has had increasing shortness of breath on exertion and exertional chest discomfort that found to have significant aortic valve insufficiency. Echocardiogram confirmed severe aortic valve insufficiency, but there was new left ventricular dysfunction with an ejection fraction of about 35-40%. The patient does not have any evidence for ongoing endocarditis at the moment. During the procedure, the subject valve was inspected. The valve was well seated all around and the aortic insufficiency was coming from the center due to a partial destruction of the left and non-coronary leaflets of the valve. The valve was completely explanted and replaced by an edwards bioprosthesis valve. Tee at the end of the operation showed god ventricular function, good prosthetic valve function and no perivalvular leaks.

Manufacturer narrative:
(B)(4) - "partial destruction of the left and non-coronary leaflets of the valve". Device not returned. Unfortunately, the edwards device was discarded; therefore, the root cause of the reported event could not be investigated. Although the root cause cannot be investigated, per the operative report, "the valve was well seated all around and the aortic insufficiency was coming from the center due to a partial destruction of the left and non-coronary leaflets of the valve". It was also mentioned that "in (B)(6) 2011, the patient had strep viridians endocarditis with vegetation on the aortic valve that was managed conservatively with excellent result". Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of endocarditis is strep viridians. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.